Event description:
It was reported that, "approx 4 months after the primary surgery, (B)(6) 2002, the hip was dislocated and the first revision was performed."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.